Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnected and red heart alarms were reproduced during the evaluation of the returned backup battery (refer to backup battery investigation). A direct correlation between these alarms and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient had a faulty backup controller ebb (backup battery) that kept alarming. Initially ebb expired (had 31 months), then driveline disconnect and red heart alarms. The alarms occurred despite the clock being set and reset, despite the ebb being re-seated, and despite attempting to charge it. It was replaced with a new ebb and no further alarms were observed. The new ebb was able to charge. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7 of this IFU addresses all system controller alarms (including driveline disconnected alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing emergency backup battery alarms, driveline disconnects, and red heart alarms. The backup battery alarms were resolved by exchanging the backup battery.